Manufacturer narrative:
Analysis of device data found higher than expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The product has not been returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker remains in service but replacement was recommended. No adverse patient effects were reported.